Manufacturer narrative:
Repairs conducted were not disclosed. Therefore, no conclusion can be drawn. However, no report of injury.

Event description:
The customer reported the footboard was jammed and could not be removed. No reports of pt or staff injuries.